Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported that the cause of the out of regulation (oor)/error message was suspected to be the high impedances on the electrodes that were being used for therapy; however, the cause of the high impedances was not identified. It was also noted that the patient plans to keep a record of recharging time to confirm that this has been resolved. The recharging statics obtained on (B)(6) 2017 included: (B)(6) 2017: charge duration (hrs) = 1.9; percent charge at end = 75; (B)(6) 2017: charge duration (hrs) = 1.4; percent charge at end = 75; (B)(6) 2017: charge duration (hrs) = 0.5; percent charge at end = 75; (B)(6) 2017: charge duration (hrs) = 0.8; percent charge at end = 75; (B)(6) 2017: charge duration (hrs) = 1.3; percent charge at end = 75; (B)(6) 2017: charge duration (hrs) = 0.7; percent charge at end = 75. Some of the impedance values that were collected on (B)(6) 2017 were also provided, however, none of them were out of range. The act ions/interventions taken to resolve the event included clearing the out of regulation (oor) alarm with the clinician programmer. It was also noted that the impedances were checked and were communicated to the health care provider (hcp); the oor issue was considered resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Event description:
Information was received from a representative regarding a patient who was implanted with a neurostimulator. It was reported the patient had experienced an out of range (oor) alarm on his patient programmer. A representative interrogated the implantable neurostimulator (ins) and received an error message indicating the delivered amplitude may be lower than the selected amplitude for one or more programs. The patient was also getting an alarm the representative had not seen before. Impedance checks were run on both sides with the patient's head and neck in different positions, but only got one out of range reading where c and 8 were high (2442 ohms). It was noted the patient's programming used c+ 8-. The therapy impedances were 3.3 mamp on the left (programmed to 3.1 v) and 2.2 mamp on the right(programmed to 2.95 v). The patient had noticed the oor alarm on the weekend and had since noticed that it was taking him longer to recharge. The patient had not felt that his therapy had changed in any way. No complications were reported/anticipated.